Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the pump black box showed evidence of short battery life with voltage drops resulting in battery alarms beginning on 22/-jan-2018. During investigation, there was evidence of moisture observed behind the display lens. During testing, the pump powered on with the returned battery cap; the battery cap was able to fully tighten. No battery compartment cracks were observed and no evidence of moisture contamination was observed inside the battery compartment. Current draws were found to be out of required specification. A leak test showed a leak at a cover crack. The pump was opened and evidence of moisture was observed inside the pump on the transceiver/cgm board. Transceiver/cgm board was unplugged and current draw levels returned to within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was reported that the battery required changing within two days and that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.